Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer opened but the cubie did not when attempting to issue divalproex ER 250. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the plastic was jammed between the cubie lid and the lock. A technical support specialist (tss) released the cubie from the cabinet using a tester, allowing the customer to open the cubie and remove the plastic from the lock. The customer then placed the cubie back into the cabinet and was able to issue medications without any problems. The system functioned as intended after the technical support specialist troubleshot the device.